Manufacturer narrative:
No product was returned for investigation. The root cause of the paroxysmal atrial fibrillation was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 converted to atrial fibrillation with rapid ventricular response rate. Epi was discontinued and amiodarone was increased. No patient harm was reported.

Manufacturer narrative:
A.4. Is unknown. The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.